Event description:
It was reported that a customer received a notification to insert a new cartridge to resume insulin delivery after attempting to do so. The incident led to an unspecified high blood glucose level, but the customer managed it by administering a correction injection using multiple daily injections. There was no assistance required from third parties. The issue was attributed to user error when the customer did not complete the cartridge change process correctly. Technical support confirmed that the system was functioning properly and provided guidance, which the customer understood and acknowledged. The issue was resolved, and the customer was able to resume insulin delivery without further assistance.